Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. No pictures were provided by the customer. No material number nor batch number was provided by the customer. No clarification or further information regarding the complaint issue was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined due to insufficient information.

Event description:
Customer states they have had several thumb sticks - the needles aren't clicking properly, the green plastic pieces snap off, and the needle goes into the thumb. They are very concerned about the safety issues with these new needles.